Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast reconstruction with a 300cc mentor memorygel breast implant and experienced postoperative left-sided grade iii capsular contracture. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2020.

Manufacturer narrative:
On january 10, 2023, mentor received the device for evaluation. On january 19, 2023, mentor completed a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusions to pathology for examination. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On december 23, 2022, mentor received additional information. The patient underwent removal on (B)(6) 2022. As such, the date of explant has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 28-mar-2022, mentor received additional information regarding the implantation date and the event date. Initially, the date of implantation was reported as (B)(6) 2018. However, additional information revealed that the actual date of implantation was (B)(6) 2018. The diagnosis of the capsular contracture was confirmed on (B)(6) 2020. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11-feb-2022, mentor received additional information regarding the procedure, the patient¿s symptoms. Initially, the procedure was reported as a breast reconstruction. However, additional information revealed that the actual procedure was a revision breast augmentation. The patient experienced bilateral breast ptosis. Updated reason for device explant and/or reoperation: capsular contracture, breast ptosis manufacturer's reference number: (B)(4).